Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was alert about a line. The device was brought down and now it was just beeping with alarm 14 (patient temperature 1 probe out of range). Mss explained that they were receiving that alert because the patient's probe was disconnected during therapy, or they were trying to start therapy without a patient temperature input. Mss had nurse to clear alert and access event log. Multiple alert 01 (patient line open) . Mss explained that this alert could be tied to multiple things and that he would need to hook the device up to the calibration test unit to determine issue. Mss explained that service manual would take nurse through the procedure step by step. Biomed did not have service manual so directed them to bd target temperature management solutions web page. Per follow up information received as per biomed via phone on 28nov2022, customer stated that there was no patient injury reported. Biomed was still going to run calibration.

Event description:
It was reported that the arctic sun device was alert about a line. The device was brought down and now it was just beeping with alarm 14 (patient temperature 1 probe out of range). Mss explained that they were receiving that alert because the patient's probe was disconnected during therapy, or they were trying to start therapy without a patient temperature input. Mss had nurse to clear alert and access event log. Multiple alert 01 (patient line open) . Mss explained that this alert could be tied to multiple things and that he would need to hook the device up to the calibration test unit to determine issue. Mss explained that service manual would take nurse through the procedure step by step. Biomed did not have service manual so directed them to bd target temperature management solutions web page. Per follow up information received as per biomed via phone on 28nov2022, customer stated that there was no patient injury reported. Biomed was still going to run calibration. Per follow up information received via phone on 13dec2022, it was reported that biomed did not find issues and was not able to replicate the reported events. Device passed calibration and was back in use. Biomed believed it could have been a user error but was unsure.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.